Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician replaced the power board and motor board to address the reported issue and sent the defective component to carefusion for failure analysis. Carefusion was able to verify the reported issue during failure analysis. The power board had a blown fuse, and the motor board had damaged componets on the board. The u16 and c57 had signs of overheating which caused the power shortage on the board. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator would not turn on. While in service, there were signs of overheating. This reportable event was discovered while in service, therefore there was no patient involvement.